Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. A device history review was unable to be completed as batch 1483755 us not available for review as records are only maintained for seven years. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. H3 other text : see h.10.

Event description:
It was reported that bd luer-lok¿ 3ml syringe stopper was not working. This was discovered before use. The following information was provided by the initial reporter: material no.: 301073; batch no.: 1483755. It was reported that the stopper in the syringe was not working.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 1483755. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd luer-lok¿ 3ml syringe stopper was not working. This was discovered before use. The following information was provided by the initial reporter: material no.: 301073 batch no.:1483755. It was reported that the stopper in the syringe was not working.